Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage which was not confirmed with diagnostic imaging. No intervention has been performed. The patient was stable and will continue to be monitored.